Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed, the meter was found to function properly. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the meter involved with this complaint has been returned ((B)(4) 2012) and evaluated by lifescan product analysis ((B)(4) 2012) with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist on (B)(6) 2012. The patient stated that the alleged issue started on (B)(6) 2012 t 7:30 a.m. The patient reported testing his blood glucose 3 times a day. The patient mentioned that he manages his diabetes with januvia (100 mg, taken at 12 p.m.) And denied making any changes to his normal diabetes management due to the alleged issue starting. The patient claimed that he developed "low blood sugar" symptoms of "dizziness and shakiness" around 6 p.m. On the day the alleged issue started. The patient informed the cca that he treated himself 10 minutes after the onset of symptoms and reported that he felt better. The patient denied using any other blood glucose device to test his blood glucose. At the time of troubleshooting the cca confirmed that the patient was using the correct test strips and that the subject meter was not being used for the first time. The cca documented that the patient was not able to turn the subject meter on manually or with a test strip. The patient did not have a new battery at the time of troubleshooting and so the alleged power issue could not be resolved. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and reportedly had to treat himself with juice to get the symptoms to abate.